Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure -1474" and "internal comm failure - 1472" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing. The device was put through extensive testing without duplicating the report. A system interconnection ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.